Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Additional information received for d6 explant.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Purge pressure high: the cause of purge pressure high was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 was inserted via surgical right axillary/subclavian arterial access in a 66 year old male for pre operative support for high risk surgery. The patient¿s comorbidities are known coronary artery disease. The patient¿s clinical state prior to initiation of support was documented as cardiogenic shock scai stage d. During ongoing support, nursing reported a high purge pressure/purge system blocked alarm. No kinks were observed in the purge tubing or impella catheter. The purge cassette was exchanged with no interruption of support or consequence to the patient, but the alarm persisted. Tissue plasminogen activator (tpa) was instilled into the purge system. Motor current was monitored throughout troubleshooting. There was no reduction in pump p level (p6 -flow 3.4 l, p3 -flow 2.1l). The facility noted that tpa infusion through the purge is ongoing, and further follow up on alarm resolution is pending. No patient harm was reported. The patient remains on impella 5.5 support, and survival outcome at explant is to be determined. The purge issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the purge cassette exchange; however, the exchange was performed with no consequence to the patient and support.